Event description:
It was reported that while the anesthesia workstation was connected to a patient, the patient woke up. There was no measured sevoflurane concentration shown on the screen. The vaporizer was refilled and the procedure continued. The final patient outcome is unknown. The user facility will not release information about the patient and procedure. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by the hospital biomedical engineer, and it was concluded that the problem was within the sevoflurane vaporizer used at the time of the event. The sevoflurane vaporizer was removed from use and returned for investigation. The system device logs were sent for evaluation. In case the liquid level in the vaporizer is going low there are two alarms implemented in the system to notify the user about the low liquid level. The first alarm is generated when liquid level is below 10% and the other alarm is generated when the liquid level is below 5%. An evaluation of the system device logs was performed for the given time of the event. The log shows that a successful system checkout was performed in the morning on the event date with the actual sevoflurane vaporizer installed in the system. The log also shows that prior to the reported event, two treatment periods were performed with the same sevoflurane vaporizer installed and there were no issues with the agent delivery during these cases. The treatment period when the reported event occurred shows that after an agent concentration had been set, only a small amount of fiaa and etaa was measured during the first two minutes and after that, no agent was measured at all for 22 minutes. No alarms were generated during this time. After 22 minutes, the agent concentration was increased, still no agent was measured. The vaporizer lid was opened (to refill the vaporizer) and a few seconds after that, the alarm "vaporizer nearly empty" was generated. The vaporizer lid was closed, and after this, agent was measured according to settings and the treatment continued without further deviations. The lower alarm limit for fiaa concentration and etaa concentration were set to off by the user during the treatment. The returned sevoflurane vaporizer was tested in a test system. The vaporizer was filled with an amount of agent necessary for the system checkout to be performed. The system checkout passed without deviations and a user simulation test was started. When the agent level decreased below 10 %, respective below 5 %, the alarms for vaporizer liquid level low and vaporizer nearly empty were generated. The vaporizer lid was opened and at that time, without refilling the vaporizer, the vaporizer momentarily measured 300 ml (the vaporizer indicated that the agent level was at max level). When the lid was closed, it was again showing that it was empty. This was intermittently repeated and a few times when closing the lid, the vaporizer still measured 300 ml. The vaporizer was disassembled and visually inspected. No visual deviations were found. The vaporizer was assembled again, without replacing any part and installed in the test system. The user simulation test was performed without being able to reproduce the reported failure. Alarms were generated according to design and the failure that the vaporizer incorrectly measured 300 ml when it was empty could no longer be reproduced. Our conclusion is that the reported failure, that no alarms for low liquid level were generated when the agent level in the vaporizer was going low, was due to an intermittent failure in the vaporizer. Most probable there is a fault with one of the vaporizer liquid detector pc boards, but this could not be confirmed since the fault was not reproduced after disassembling and assembling of the vaporizer. A low agent concentration will be detected by the alarm for low fiaa concentration and etaa concentration if the alarm limit is set by the user.